Manufacturer narrative:
(B)(4). Information unavailable. A photographical analysis was performed. In this photo, there is no note as to what cartridge was selected. The staple cartridge selection may have been the only option providing the largest tissue gap for the targeted tissue area. However, sometimes the tissue and or combination of tissue and buttressing still may beyond the device¿s ability to bring the tissue into gap compliance. When the tissue and/or combination of tissue and buttressing are beyond the device capability, the device still attempts to compress the material into compliance. However, while attempting, if the forces become large enough, the metal cartridge channel and staple cartridge will deflect, causing the cartridge channel and deck to roll outward away from the knife. This tends to happen only on one side typically the side where the tissue is most constrained. When the deck deflects as described above the staples in the outer row may miss the anvil as they are being deployed and not form. Sometimes only one of the staple legs will miss the anvil depending on the amount of tissue movement and where the staple pocket is relative to the deflection area, start of, middle, or end of. In thick tissue cases, the device¿s performance can be influenced by making sure to wait 15 seconds before firing, taking smaller tissue bites and in the case of the powered staplers use the pulse firing technique to allow tissue more time to progressively react to the compression forces. Conclusion: based on the photographic evidence the belief is that the complication is the result of deck deflection. The complication was the result of the tissue and buttressing material being beyond the staple cartridges gap specification and the devices ability to bring the captured mass into thickness compliance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon was unhappy with the formation of the staples along the entire staple line. There was a combination of black; green and gold reloads were used. "Herringbone" staple formation was noted with bleeding from the staple line. The surgeon needed to over sew the entire staple line and use a lap clip applier to achieve hemostasis. There was no adverse patient consequence. One device was discarded.